Event description:
>70 year-old male with past history of mitral valve replacement and recent chest pain with pleural effusion. Procedure: cardiac catheterization. When the merit medical, inqwire was opened, there was a dark hair found in the plastic coupler of the j wire. Not used on patient. Manufacturer response for wire, guide, catheter, inqwire (per site reporter).